Event description:
It was reported that during implant, the left ventricular (lv) lead was attempted but not used as it appeared to be unstable in the branch. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).